Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2010, with a fever of 39.9 degrees celsius, hypotension, and a stiff neck. A lumbar puncture was done which isolated a gram-positive cocci. The patient was admitted to the hospital. Per the reporter, the pt responded to IV fluids and aggressive antibiotics. A pump explant was planned for (B)(6) 2010. When the incision was made at the abdominal site for the pump explant there was pus surrounding the pump. A culture was sent. Both the catheter and pump were explanted. The patient was started on a regimen of oral antispasmodics post pump explant and being monitored for potential signs and symptoms of baclofen withdrawal. The pump at the time of infection had lioresal intrathecal (baclofen injection) 2000 mcg/ml and was infusing at a rate of 275 mcg every day. Additional information has been requested from the hcp, but was not available as of the date of this report.